Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the battery release and battery drawer are contaminated. One side bail cover is broken. Ring cover, ring cover screw, ring bail and one side bail are missing. (B)(4).

Event description:
It was reported that the upper display of the external pulse generator (epg) would not turn off. It was also reported the device intermittently retains numbers on upper display when turned off; upper display pixels stay on when powered off. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.